Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "belt slip" error displayed on the roller pump and an alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Belt slip errors were observed during data log review. During evaluation, no belt slip error occurred, but the product surveillance technician (pst) found the main bearing was leaking grease onto the optical encoder and encoder ring which can cause intermittent belt slip errors. The pump was manufactured with a generation 3 bearing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.